Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Expiration date - unknown due to unknown product code/lot number. UDI - unknown due to unknown product code/lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown product code/lot number. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the angio-seal device failed, possible suture lock up. Additional information was received (B)(6) 2019: there was no harm or further intervention needed for the patient. The patient was having a cardiac catheterization . The physician achieved hemostasis. Additional information was received (B)(6) 2019: hemostasis was achieved with the angio-seal device, after troubleshooting. The doctor was not securing the bypass tube when entering into the sheath.